Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported three patients with endophthalmitis. A black foreign material was noted coming out of the ultrasound handpiece and the irrigation/ aspiration handpiece. The surgeon is not sure if this is the cause of the endophthalmitis. This is one of multiple reports from this facility.

Event description:
Additional information was received indicating this was the third case of the day. The patient required an additional surgery (vitrectomy) performed in another hospital on the following day. The patients symptoms have resolved. A bacterial test was not performed. The sleeve was detached from the handpiece. Residue was cleaned off by brush. The irrigation/vacuum line were cleaned and brushed using syringe with distilled water. Handpiece was sterilized in the autoclave.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A gauze with an isolated foreign material sample and no a reusable I/a handpiece was returned for evaluation for the report of very small black foreign materials came out of ia handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A gauze with an isolated foreign material sample was returned directly to particle lab. The foreign material was analyzed using sem/eds. The elemental composition if the foreign material suggest it to be primarily iron. The exact identity of the foreign material is unknown. Reusable handpieces are made from stainless steel. The complaint evaluation confirms the report of black foreign material. However, since only the foreign material was returned, and no actual sample (reusable handpiece) was received at the manufacturing site; and the elemental composition does not correspond with the reusable handpieces elemental composition, the root cause for the customer complaint issue cannot be determined. All reusable handpieces are 100% visually inspected and functionally tested by trained operators prior to being released from the manufacturing facility. Any nonconformance, such as the foreign material exhibited on returned sample, is removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).